Event description:
Customer reported a battery depletion issue and error codes. There was no reported impact to the customer¿s blood glucose level. Further information was not obtained as the customer declined a follow-up, and they are currently out-of-warranty and in the process of renewal.